Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that data was missing from pump history. The customer stated that the blood glucose (bg) value was not saved into the pump history. There was no reported impact to the customer's bg level. At the time of the call, the customer was not with the contact. Tandem technical support provided instructions for recording a bg value onto the pump. The contact declined tandem technical support's offer to follow up.